Event description:
The customer reported the ventilator was alarming vent inop. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. During testing, the manufacturer's service technician reported the ventilator would not proceed into power on self testing. The service technician replaced the vga pcb to correct the finding. Applicable final testing was completed and passed per operating specifications. Analysis of the vga pcb board revealed a malfunction that may result in the unit shutting down during operation with a backup alarm active.